Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for clavicle shaft fracture with the clavicle plate in question. During the surgery, the plate broke when the surgeon bended the plate between 1 and 2 hole to fit with the patient¿s bone. The surgery was completed with another plate. There was no surgical delay. The surgeon commented that the angle of the bending might be wrong. No further information is available. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4,h6: manufacturing location: elmira / packaged, sterilized and released by: monument release to warehouse date: 09-sep-2019, expiration date: 01-aug-2029, part number: 04.112.090s, 305mm ti lcp sup clav plate w/lat extn/6h/rt/105mm-sterile, lot number: 16l3765 (sterile), lot quantity: 57. Note: plate was manufactured by elmira; lot number 14l3256. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 16619 supplied by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the lcp sup-clavic-pl 2.7/3.5 w/extens 6ho r (p/n: 04.112.090, lot number: 16l3765) was received at us customer quality (cq). Upon visual inspection, the plate has broken between the first and second combi-hole. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the plate has broken between the first and second combi-hole. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.